Event description:
It was reported that the avalon fetal monitor fm30 indicating bedside alarm no audio. The device was not in use at the time of the reported event and no patient harm was reported.

Manufacturer narrative:
The customer received onsite support from a philips field service engineer (fse) who found that the alarm setting seemed to be off. There was no malfunction on the avalon fetal monitor fm30. Based on the information available and the testing conducted, the cause of the reported problem is due to user. The reported problem was confirmed. The fse changed the configuration of the alarm setting. The fse confirmed the avalon fetal monitor fm30 is working to its specification and no malfunction found. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.